Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported to the FDA via a voluntary medwatch report. The report number is mw5075000. Device problem code relates to the device component code for the reported event of core wire broken. The complainant indicated on the medwatch that the device is available for evaluation however there is no facility name or contact; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in a procedure performed on (B)(6) 2018. According to the complainant, the guidewire broke within the stent. The stent was removed together with the guidewire. Should additional relevant details become available, a supplemental report will be submitted.